Event description:
It was reported that: after several tries to advance the guidewire in the patient's jugular, the guidewire got damaged. The consequence for the patient was a delay in the treatment. No other health consequence or patient harm was reported. Another cvc was successfully placed.

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire for analysis. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire was unraveled near the distal end and has one major kink in the guide wire body. The distal end of the core wire was broken and protruding out of the coil wire. The distal j-bend included both the core and coil wire; it was misshapen but intact. Microscopic examination of the guide wire confirmed the kink in the guide wire body, the core wire was broken near the distal weld, and that the weld was present at the end of the coil wire. The exposed distal core wire tip was blunt and smooth at the point of separation. Both welds appeared full and spherical. The kink in the guide wire measured 442mm from the proximal end. The guide wire total length measured 604mm, which is not within the specifications of 450-458mm per product drawing. This indicates that either the incorrect guide wire was returned , or the incorrect product was reported by the customer. The separation points of the core wire measured 29mm from the distal tip and 575mm from the proximal tip. The guide wire outer diameter measured 0.810mm, which is within the specifications of 0.788-0.826mm per product drawing. The guide wire was advanced through a lab inventory arrow raulerson syringe (ars) and lab inventory introducer needle per the instructions for use (IFU). The IFU states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The undamaged portions of the guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled in use was able to be confirmed through examination of the returned sample. One major kink was found in the returned swg. The returned guide wire met all relevant functional requirements for the undamaged portions. A device history record review was performed based on sales history, and no relevant findings were identified. However, the length of the returned guide wire did not match that of the reported kit indicating that either the incorrect guide wire was returned, or the incorrect product was reported by the customer. The probable cause of guide wire damage could not be determined based on the dimensional discrepancy between the customer reported kit and the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for analysis. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire was unraveled near the distal end and has one major kink in the guide wire body. The distal end of the core wire was broken and protruding out of the coil wire. The distal j-bend included both the core and coil wire; it was misshapen but intact. Microscopic examination of the guide wire confirmed the kink in the guide wire body, the core wire was broken near the distal weld, and that the weld was present at the end of the coil wire. The exposed distal core wire tip was blunt and smooth at the point of separation. Both welds appeared full and spherical. The kink in the guide wire measured 442mm from the proximal end. The length of the core length portions measured 26mm and 575mm, totaling 601mm, which is not within the specifications of 450-458mm per product drawing. This indicates that either the incorrect guide wire was returned, or the incorrect product was reported by the customer. The gu ide wire outer diameter measured 0.810mm, which is within the specifications of 0.788-0.826mm per product drawing. The guide wire was advanced through a lab inventory arrow raulerson syringe (ars) and lab inventory introducer needle per the instructions for use (IFU). The IFU states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The undamaged portions of the guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled in use was able to be confirmed through examination of the returned sample. One major kink was found in the returned swg. The returned guide wire met all relevant functional requirements for the undamaged portions. A device history record review was performed based on sales history, and no relevant findings were identified. However, the length of the returned guide wire did not match that of the reported kit indicating that either the incorrect guide wire was returned, or the incorrect product was reported by the customer. The probable cause of guide wire damage could not be determined based on the dimensional discrepancy between the customer reported kit and the returned sample. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section h.10-additional manufacturer narrative corrected to: the customer returned one guide wire for analysis. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire was unraveled near the distal end and has one major kink in the guide wire body. The distal end of the core wire was broken and protruding out of the coil wire. The distal j-bend included both the core and coil wire; it was misshapen but intact. Microscopic examination of the guide wire confirmed the kink in the guide wire body, the core wire was broken near the distal weld, and that the weld was present at the end of the coil wire. The exposed distal core wire tip was blunt and smooth at the point of separation. Both welds appeared full and spherical. The kink in the guide wire measured 442mm from the proximal end. The length of the core length portions measured 26mm and 575mm, totaling 601mm, which is not within the specifications of 450-458mm per product drawing. This indicates that either the incorrect guide wire was returned, or the incorrect product was reported by the customer. The gu ide wire outer diameter measured 0.810mm, which is within the specifications of 0.788-0.826mm per product drawing. The guide wire was advanced through a lab inventory arrow raulerson syringe (ars) and lab inventory introducer needle per the instructions for use (IFU). The IFU states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The undamaged portions of the guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire unraveled in use was able to be confirmed through examination of the returned sample. One major kink was found in the returned swg. The returned guide wire met all relevant functional requirements for the undamaged portions. A device history record review was performed based on sales history, and no relevant findings were identified. However, the length of the returned guide wire did not match that of the reported kit indicating that either the incorrect guide wire was returned, or the incorrect product was reported by the customer. The probable cause of guide wire damage could not be determined based on the dimensional discrepancy between the customer reported kit and the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: after several tries to advance the guidewire in the patient's jugular, the guidewire got damaged. The consequence for the patient was a delay in the treatment. No other health consequence or patient harm was reported. Another cvc was successfully placed.

Event description:
It was reported that: after several tries to advance the guidewire in the patient's jugular, the guidewire got damaged. The consequence for the patient was a delay in the treatment. No other health consequence or patient harm was reported. Another cvc was successfully placed.

Manufacturer narrative:
(B)(4).